Event description:
It was reported that patient underwent a hip fracture repair procedure on an unknown date. A revision procedure has been indicated due to an arthritic hip. There has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.